Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable ventilator. The root cause is a malfunction of the flow sensor air. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above.

Event description:
Customer reported the following event. Ventilator was ordered and delivered to the case, the unit passed the selftest succesfully and started upn with asv-mode. Niv-mode was selected and confirmed, pressure support was as default 15cmh2o which was adjusted to 6cmh20 and confirmed, when the mode changed to asv. From the modes selection they changed back to niv-mode and the pressure support was still standing 6cmh2o as they adjusted but niv-mode couldn't be confirmed, the button was in gray and the unit alarmed red alarm with unknown numeric code. They tried several times with same result, the unit prompted "peep not held/achieved". Tightness test was passed succesfully. Red alarm didn't appear anymore. After this event the unit was tested in their station and worked fine. On sunday 15th of january, during morning inspection unit didn't pass the selftest, gave red alarms with codes 231013 and 431009. I have requested the customer to inform if they have notified regulatory authorities.